Manufacturer narrative:
A ge rep evaluated the system and instructed customer on proper power up sequence. System operates as intended.

Event description:
Customer reported the table is locking up. No pt injury was reported.